Manufacturer narrative:
The thoracic navlock was returned for product analysis the returned probe had impact marks at the back end causing fit issues with any mating tracker. No patient information is available. The initial reporters name is not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used prior to a sacroiliac and thoracolumbar procedure. It was reported that the awl tip and thoracic probe were difficult to connect to the instrument tracker. The cause of the issue was deformation, and the cause of the deformation seemed to be due to deterioration. There was no patient harm and the procedure was not delayed.

Manufacturer narrative:
The awl navlock was returned for product analysis. The returned probe had impact marks at the back end causing fit issues with any mating tracker. If information is provided in the future, a supplemental report will be issued.